Manufacturer narrative:
Product event summary: analysis found the device failed functional test for heart wire connector, atrial heart wire. The battery cartridge was found damaged and the battery contacts were found contaminated.

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. There was no patient involvement.